Manufacturer narrative:
This report is submitted on january 7, 2020.

Manufacturer narrative:
This report is submitted on october 21, 2019, by cochlear ltd.

Event description:
It was reported that the recipient experienced infections and cellulitis (infection type and treatment detail not reported). Abutment removal surgery scheduled on (B)(6) 2019.